Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt of a moderately tortuous front arm vessel. The 5.0 x 40, 75 cm mustang balloon catheter was used for dilatation of the lesion. An initial inflation was performed at nominal pressure. On the second inflation the balloon ruptured at 20 atms. The procedure was completed with another of the same device. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).